Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There has been no report of a revision for this component. This component was found on an invoice that was used in a different procedure in a different patient. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2014-05365/05368 & 2015-01154).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2007. A review of the invoice history indicates patient underwent a bilateral total hip arthroplasty on (B)(6) 2003; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2006 due to pain and clunking sensation. Operative report further noted the presence of an abnormal lesion, stem malpositioned, loose and migrated acetabular cup and subluxation. All components were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the date of event and explant date could be: date of event - (B)(6) 2007. Explant date - (B)(6) 2007. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-05365/05368).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2007. A review of the invoice history indicates patient underwent a bilateral total hip arthroplasty on september 30, 2003; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.